Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that ¿upon completion of the vvp insertion, the canula did not retract fully (approximately 1 cm remained protruding). I tried pressing the button again to retract the canula, but it would not retract any further.¿ the patient did not suffer any harm. The user did not suffer any harm; however, she nearly pricked herself with the canula used and could have had a blood exposure incident. Indeed, the canula is normally retracted after applying the kt.